Event description:
The pt was revised, due to poly wear of the insert.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specs. The investigaiton could not verify or draw any conclusions about the reported polyethylene wear based on the provided info. In addition, the product code is a discontinued item. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation can be reopened.